Event description:
It was reported to boston scientific corporation that a rx cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the working length of the device was torn when the guidewire was removed from the guidewire lumen. When the device was removed from the patient, the ro marker was visualized within the bile duct on the video monitor. After the device was removed from the scope, it was confirmed that the ro marker was missing from the distal tip of the device. The detached ro marker was not removed from the bile duct; the physician expects that the ro marker will pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a rx cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the working length of the device was torn when the guidewire was removed from the guidewire lumen. When the device was removed from the patient, the ro marker was visualized within the bile duct on the video monitor. After the device was removed from the scope, it was confirmed that the ro marker was missing from the distal tip of the device. The detached ro marker was not removed from the bile duct; the physician expects that the ro marker will pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4) for the reported event: catheter torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found th guidewire lumen to be torn from the distal end of the guidewire channel to the tip, splitting the tip. The ro marker had been detached from the guidewire lumen and was not returned. Witness marks were present on the working length of the device, indicating that the ro marker had been placed inside the lumen during manufacturing. Review and analysis of all available information indicated the most probable root cause for this event was operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.